Event description:
Sphinctertome introduced into the common bile duct, attempted cholangiogram. Tech was unable to tighten knot around 0.035 wire tight enough to do cholangiogram without leakage of dye at site of wire.